Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to b3: review of remote monitoring data indicated the first recorded high out-of-range shock impedance measurement greater than 125 ohms occurred on (B)(6) 2023.

Event description:
It was reported that commanded 41j shock was performed due to high out-of-range shock impedance measurement greater than 125 ohms on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. The resulting charge time was 11.1 seconds and the shock impedance was 97 ohms. This ICD system remains in service and will continue to be monitored. No additional adverse patient effects were reported. Additional information received reported that a review of remote monitoring data for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead revealed that the first recorded alert due to a high out-of-range shock impedance measurement greater than 125 ohms occurred on (B)(6) 2023. Furthermore, shock impedance trends showed a gradual rise in shock impedance measurements. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that commanded 41j shock was performed due to high out-of-range shock impedance measurement greater than 125 ohms on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. The resulting charge time was 11.1 seconds and the shock impedance was 97 ohms. This ICD system remains in service and will continue to be monitored. No additional adverse patient effects were reported.